Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not retrned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 170 mg/dl. Reportedly, customer changed the supplies to address the event.